Event description:
It was reported that while placing screws, the tip of a k-wire broke off at the distal end and remains in the patient's vertebral body. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier.the device was returned for evaluation. Initial observation shows the distal tip had fractured. This type of damage may have been caused from a deviation of trajectory that would cause an interference between the k-wire and instrument/implant. That interference could then place excessive force on the tip of the k-wire during removal and cause it to fracture. However, no determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.